Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and stent, model # pvf-m, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model # pvf-m) perceval plus heart valve at the time of manufacture and release. Since no autopsy was performed and the prosthesis was not returned for analysis, the manufacturer couldn't perform further investigation on the device involved in the reported event. Based on the available information, the definite root cause of the reported event cannot ultimately be established. Despite, due to its nature (sudden patient's death due to unknown cause), it is not possible to exclude a relationship between the reported event and the implanted perceval bioprosthesis, it should be noted though that no anomalies have been identified from the analysis of the production records. Furthermore, based on the medical judgement received, a relationship with the implanted perceval prosthesis has been considered as extremely unlikey by the implanting site. A follow up report will be submitted in case any new information will be received. H3 other text : unknown disposition.

Event description:
The manufacturer was informed of a death event through the mantra study. The involved patient underwent avr implant with perceval plus valve size m through median sternotomy on (B)(6) 2023. Based on the information received, patient passed away on (B)(6) 2023, 4 days after discharge. The death occurred suddenly for unknown causes when the patient was at home and no autopsy was performed. Reportedly, the patient did not experience any complications from the surgery and was in nyha class ii at discharge (versus nhya class iii pre-operatively). At discharge, patient's rhythm was atrial fibrillation with heart rate 82 bpm and the following echo parameters were recorded: mean aortic pressure gradient 16 mmhg, peak aortic pressure gradient 30 mmhg, lvef 55%, trace of aortic regurgitation, no paravalvular leaks. Due to unknown cause of death, the event was assessed by the site as possibly related to the device and possibly related to implant procedure. As reported, the patient's clinical history includes atrial fibrillation, systemic hypertension, dyslipidemia, pulmonary hypertension, rheumatic fever, tricuspid valve repair and mitral valve replacement with mechanical valve performed in 2004. According to medical judgement received, a possible involvement of the perceval prosthesis in the reported event is considered as unlikely.

Manufacturer narrative:
H3 other text : unknown disposition.